Event description:
Litigation alleges after the implant of devices, the pt experienced severe pain and discomfort, and, based on info and belief, exhibited the symptoms of a loose implant and suffered a loss of muscle mass. Update: (B)(6) 2011 - the revision was reported by the sales rep. The pt was revised to address elevated metal ion levels. Additionally, it was noted that the pt is bilateral.

Manufacturer narrative:
The report states: litigation alleges after the implant of devices, bilateral patient experienced severe pain and discomfort, and, based on information and belief, exhibited the symptoms of a loose implant and suffered a loss of muscle mass. Doi: unknown. Dor: unknown (bilateral hips). (B)(6). **update** (B)(6) 2011 - the revision was reported by the sales representative. The patient was revised to address elevated metal ion levels. Additionally, it was noted that the patient is bilateral. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient fact sheet (pfs) form was received which identified the patient's date of birth and date of implant of the right hip. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.